Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient experienced chest pain. It was noted the right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.